Event description:
After the filter had been released, the sixth foot of the filter did not open properly. The patient was observed for two weeks. There was no reintervention. The filter remains implanted.